Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, e1, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, the event most likely occurred due to wear and tear damage with customer mishandling and repeated use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera ii ultrasound gastrovideoscope exhibited a gap of adhesive on the distal end and a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.